Event description:
The customer reported receiving multiple no delivery alarms from the insulin pump. The customer stated she had a low blood glucose value, in the 40s mg/dl. The customer will be sent replacement infusion sets. The customer's most recent blood glucose value was 328 mg/dl. The customer's insulin pump was verified as functional.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.